Event description:
The doctor was using the device during a cholecystectomy. The doctor stated on the second firing he did not pre-load the clip into the jaws prior to placing on the cystic duct and the doctor felt that the pressure he applied could have caused the malformed clip. The doctor then inadvertently went over the top of an existing clip and the jaws appeared to crack. Another like device was used to complete the case with no patient consequence. One device is being returned for analysis.